Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was inserted and deployed at a depth of 3mm to an 80% deployment. The depth of the valve deployment was checked in multiple views. The valve continued to be deployed past the recapture point and the valve moved up slightly. Upon full release and retrieval of the nose cone, the valve dislodged up into the ascending aorta. This caused a slightly longer procedural time for the patient to be in the catheter lab. A second valve was implanted slightly deeper at a depth of about 7mm.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-23, serial/lot #: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site. A non-medtronic guidewire was used during the procedure. The valve was implanted in a pre-existing bioprosthetic valve using cuspal overlap technique. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, it was believed that the valve might have been deployed too high causing the dislodge, and it could not be confirmed if the nosecone of the dcs caused the valve to dislodge. Additionally, it was noted that the bioprosthetic valve was implanted at an angle causing the valve to be in a more extreme position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three intraprocedural images and one media file were submitted for review. The absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. The documentation provided supports that a previously implanted surgical aortic valve was present in situ. Fluoroscopic inspection of the valve load was not provided, making it impossible to confirm proper loading. In the image provided showing early stages of release, the evolut appears positioned at the level of the lowest radiopaque frame of the surgical valve, suggesting a shallow implantation depth. As the point of no recapture had already been surpassed, the valve was fully released, during which it appeared to migrate above the radiopaque margin of the surgical aortic valve. Upon withdrawal of the delivery catheter system, the valve subsequently dislodged into the ascending aorta. It should be noted that the nose cone did not appear to interact with the inflow or paddles; instead, interaction was observed with the valve frame itself. Of note, use caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Consequently, a second valve was then implanted at a deeper position. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the previously implanted valve was not a medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.